Manufacturer narrative:
This investigation is completed. Upon additional information this investigation will be updated.

Event description:
It was reported that noise was noted when it comes to the competitor right atrial lead as well as high pace impedance measurements from (B)(6) 2018. The device was reprogrammed with the minute ventilation sensor off and the patient will be monitored via home every three months. The system remains implanted. No adverse patient effects were reported.